Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. Visual inspection was performed and found the shape of the unit had been altered by the stylet wire. Further examination showed air contained on both cuffs. The stylet was removed, and 5ml of air was removed from the tracheal cuff. 1ml was removed from the bronchial cuff. The stylet was replaced and the cuffs were inflated and deflated without any issues. The stylet was removed and both cuffs were inflated without any issues or restrictions observed. The bronchial cuff deflated without issue. However, the tracheal cuff retained 5ml of air. The customer reported malfunction was verified. However, the condition found on the returned device was not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4). The reported defect could not be detected on the returned sample.

Event description:
A report was received stating an endobronchial cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).